Manufacturer narrative:
Data review indicates that the reported sequential cases of post-operative sepsis occurred with the same operative physician in all three cases ((B)(6) and(B)(6)), all three patients preoperative diagnosis was confirmed as hcc, with one patient presenting with a surgical history associated with complaint (B)(4) and identified as having post percutaneous transhepatic biliary drainage (ptbd). This is not a systemic issue with lifepearl¿ as these patients were preoperatively screened and confirmed to have hcc. With all three patients presenting with identical post-operative presentation of severe sepsis provides the identification of undiagnosed hcc disease state immunosuppression sepsis status present prior to performance of the therapeutic application of lifepearltm with continued sepsis progression (e.g., reported as sever sepsis, hypotension and metabolic derangement) post-performance of the therapeutic transarterial chemoembolization (tace) with lifepearltm. The occurrence of sequential cases of postoperative sepsis should trigger the operative physician(s) prior to the performance of an additional procedure with the patient presenting with the same preoperative diagnosis to order preoperative sepsis biomarkers laboratory testing (e.g., procalcitonin (pct) and presepsin) and ensure to the best of their ability that there is no preexisting, undetected presence of sepsis prior to initiating therapeutic treatment modalities. This would establish the risk versus benefit associated with the selected therapeutic treatment modality. Available patient data reviewed indicate potential advanced hcc disease state associated with these three operative patients and interpretively indicates the presence of undiagnosed preexisting sepsis being present in each patient as a direct result of advanced disease state immunosuppression prior to therapeutic treatment utilizing transarterial chemoembolization (tace) with lifepearl¿ combined with doxorubicin. The lifepearl¿ IFU provides clear performance guidance within the contraindications, warning and caution sections of this document which must be adhered to for on-label utilization of this product when it is selected for therapeutic use. Differential diagnosis would include assessment of non-compliance with sterile, single use devices as required as a rule out can be further explored.

Event description:
As reported: three patients experienced severe sepsis, hypotension, and/or metabolic derangement within a short duration requiring ICU management and critical care support following treatment with lifepearl in deb-tace procedures. The three events were reported in the following reports: (B)(6) (medwatch #2032493-2025-90732). (B)(6) (medwatch #). (B)(6) (medwatch #2032493-2025-90730).

Event description:
As reported: patient experienced severe sepsis, hypotension, and/or metabolic derangement within a short duration requiring ICU management and critical care support following treatment with lifepearl in deb-tace procedure.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, a supplemental MDR report will be submitted.

Manufacturer narrative:
The reported complaint is non-verifiable. A detailed medical review of the provided operative note indicates that transarterial chemoembolization (tace) with drug eluting beads (lifepearl) was utilized to treat the patient diagnosed with hepatic cellular carcinoma (hcc). Review of available operative note data provided does not provide and/or include any information with regards to preoperative testing to determine if preoperative sepsis was present prior to utilizing the lifepearl device as evidence based literature indicates that with the diagnosed disease state of hepatocellular carcinoma (hcc), which is reported in the operative note reviewed, this disease state presents with associated immunosuppression related sepsis. The operative note data reviewed indicates the severity of the hepatocellular carcinoma disease state as the preoperative pivka ii testing result data presented was reported as high and above the normal range for this disease state. Based on a review of the available operative note data presented, there is no evidence presented which indicates intraoperative occurrence of sepsis associated with the use of the lifepearl device and there is no postoperative data presented which demonstrates and confirms an association with sepsis with the use of the lifepearl device. The preoperative disease state diagnosis of hcc and the results of the preoperative pivka ii testing result levels do provide an indication that undiagnosed, preexisting, preoperative immunosuppression sepsis secondary to advanced hepatocellular carcinoma (hcc) disease state occurring prior to the performance of the procedure with the selected therapeutic transarterial chemoembolization (tace) with lifepearl are contributory. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. The build record for this batch indicates successful sterilization.

Event description:
No additional information received regarding the event.